Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 498 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was not able to finish troubleshooting at the time of the call because they did not have supplies on hand to test the insulin pump. The customer was advised to call back to finish troubleshooting once they have supplies.